Event description:
It was reported to medtronic neurosurgery that in (B)(6) 2013, the patient fell and hit their head, and that they experienced numbness and tingling around the base of their neck following the fall which has persisted. According to the report, in the days following the fall, the patient experienced increased dizziness and that they had their valve¿s setting checked. The report states that the valve was found to have inadvertently changed settings to performance level (pl) 1.5, and that it was readjusted to pl 2.5 after which the dizziness resolved. According to the report, the patient had a MRI scan in mid-april. The report states that the valve¿s setting was not verified after the MRI, and and that in the days following the scan the patient reported experiencing increasing dizziness and trouble balancing which resulted in them falling several times. The report states that during one of the falls they incurred a compression fracture on their l2 vertebrae. The report states that several days after the MRI the patient saw the neurosurgeon to have their valve checked and found that it had been inadvertently adjusted to pl 0.5. According to the report, the valve was readjusted back to pl 2.5 which resulted in an improvement in their dizziness and balance, but that they still have not completely resolved in the approximately 1 month that has elapsed since their onset.

Manufacturer narrative:
The product remains implanted and was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device state that MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure. The instructions for use also cautions that valve function and performance level setting should be checked in the event that the valve is subjected to significant mechanical shock or trauma. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.